Event description:
It was reported that multiple cartridges were leaking from the canister. Additionally, it was reported that air bubbles were observed from the canister. Customer changed the cartridges to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.